Event description:
It was reported the device displayed the end of service (eos) message and it is unknown if the device depleted prematurely. The ipg was deemed inoperable, and patient lost therapy. As a result, surgical intervention was undertaken wherein the ipg was explanted and replaced. Effective therapy was restored post operatively.

Manufacturer narrative:
Reporter phone number (B)(6). B3-date of event is estimated. D6a - date of implant is unknown unique device identifier (UDI #): the UDI is unknown because the lot number was not provided.

Manufacturer narrative:
It was reported to abbott, a patient¿s ipg was at end of life. Surgery took place where the ipg was replaced. There were no complications. Therapy was restored. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.